Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed crease sharp opening on posterior assessed as fold flaw opening. Additional observations: ¿ crease fold observed. ¿ stress marks observed. ¿ wear abrasion observed. ¿ yellow particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left-side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported left-side rupture. Device has been explanted.